Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the screwdriver articulating tip broke off while the surgeon was implanting a screw through an acetabular shell. The piece that broke off was removed from the surgical site with a pair of kochers, and then the piece and the shaft were removed from the surgical field. No adverse affects on the patient.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence provided were reviewed and found the device broken. The reported condition was confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code. H10 additional narrative: added: b5, h6 (impact code).

Event description:
There was a five-minute surgical delay.